Event description:
Patient presented to the hospital with chest pain and ECG testing revealed st segment elevation and depression. Acute occlusion of the lad and chronic occlusion of the intermediate branch were found. The patient had been prescribed antiretroviral therapy for 6 years (emtricitabine and tenofovir, lopinavir and ritonavir). Pci with implantation of an integrity bare metal stent in the lad was performed, resulting in complete perfusion. A blood clot which was fixed near the apical part of the left ventricle was also discovered in the hospital visit. The patient was prescribed medications including dapt. After 37 days, patient presented again with acute chest pain. With an initial diagnosis of myocardial infarction related to stent thrombosis, patient underwent coronary angiography, which showed acute occlusion of the lad because of the in-stent thrombosis. The patient was treated with eptifibatide and the thrombus was aspirated with timi 3 flow obtained. After 6 months of follow up the patients condition was described as good.